Event description:
It was reported a patient's right ventricular (rv) lead presented with loss of capture due to dislodgement. The rv lead was explanted and replaced in a procedure on 1 nov 2023. Post-procedure the patient was stable.